Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, the patient's current status is modified rankin scale (mrs) 2. The early complication the patient experienced after the initial medical procedure to deploy the flow diverter stent (fds) was closure of the proximal end of the fds stent ("fish-mouthing" effect) leading to an ischemic stroke overnight after the procedure (within 24h after the procedure). There was partial improvement in symptoms after the second surgery. The initial medical procedure was completed successfully but no per-procedural complications. There were no unanticipated delays or prolongations during the surgical procedures. The cause of the stent flow diverter stenosis was thrombosis (clot). There was no narrowing of the luminal diameter of the vessel due to changes in the vessel wall, resulting in stent narrowing at the tip. The stroke was related to the device in question. The reported event resulted in the patient's hospitalization or extension of an existing hospitalization. Length of hospitalization beyond the usual 72 hours, no other information. The endovascular coil aneurysmal embolization procedure was not performed with the placement of an endovascular intracranial aneurysmal flow diverter stent. In the opinion of the physician, the relationship of the stenosis to the device is not applicable. There was complete stent expansion with apposition to the vessel wall after implantation and was it confirmed under fluoroscopy. The devices functioned as intended. There were difficulties encountered during the procedure (during stent transfer/advancement/deployment/removal) that may have contributed to the reported event, such as the distal stent guide long and difficult to position at the m1 segment of the middle cerebral artery but the stent was successfully deployed. There were no abnormalities found with the device prior to use and the device was prepared according to the instructions for use. Continuous flushing was maintained throughout the procedure. No other devices were used in the procedure in conjunction with the device that is the subject of the material safety report. The type, shape and size of intracranial aneurysm prior to the procedure had 3 consecutive saccular internal carotid artery aneurysms (at the siphon). See procedure report for sizes. The stent size was appropriate for the treatment site. The anatomical location of the planned treatment was the c1 and c2 segment according to fisher of the right carotid siphon. The subject device was implanted in a straight vessel segment which was slightly curved at its proximal end. There were no difficulties during placement in the curve. Information regarding medications, dual anti platelet therapy (dtap), etc. Being taken by the patient before and after the procedure was not found. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Based on the information available the initial procedure was successfully completed without complication and full expansion of the fds was achieved. However within 24 hours post procedure, the patient developed an in-stent stenosis due to a thrombosis (clot). This caused closure of the proximal end of the fds stent ("fish-mouthing" effect) leading to an ischemic stroke overnight within 24h after the procedure. A second surgery was required and while there was partial improvement in symptoms after the second surgery and despite the emergency intervention, the patient presented a proportional left hemiplegia with facial paralysis and hemineglect. An assignable cause of anticipated procedural complication will be assigned to the reported event of ¿patient vessel thrombosis¿, ¿patient parent vessel stenosis¿, ¿patient stroke¿, ¿stent deformed¿, ¿patient neurological deficit¿ and ¿device difficulty engaging target vessel¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the subject flow diverter stent implantation procedure in a patient with three consecutive saccular internal carotid artery aneurysms at the c1 and c2 segment of right carotid siphon, distal stent guide was long and it was difficult to position at the m1 segment of the middle cerebral artery but the stent was successfully deployed. Within 24 hours post procedure, the patient presented with fish mouthing at the proximal end of the subject flow diverter stent leading to an ischemic stroke due to thrombosis. The patient underwent stent angioplasty, aspiration and emergency treatment with agrastat. Following this complication and despite the emergency intervention, the patient presented with proportional left hemiplegia with facial paralysis and hemineglect. There was partial improvement in symptoms after the second surgery. Patients current status is modified rankin scale (mrs) of 2. Patient experienced prolonged hospitalization due to this event. No other information is available.